Event description:
A report was received that after the procedure the patient felt weakness in her right arm and leg. The physician explanted the paddle lead and the patient regained strength in her leg and has limited movement in her arm. The physician believes the patient's symptoms are procedure related. The patient is reportedly improving through therapy.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility.